Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke during impacting. There was no consequences or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned device exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to user not following the proper surgical technique. The persona primary surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. Complaint is confirmed via product return & evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.